Event description:
It was reported that during a procedure, while using the compression forceps, the clamp of the compression forceps broke off when the surgeon squeezed the instrument. The broken piece was retrieved, and the patient was unharmed. Surgeon used a screw compression technique to complete the procedure with no further problems. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with one arm broken off. The cutter corresponds to drawing and processes at the time of manufacture. The breakage is indicative of too much force applied during usage. This complaint is invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reveals the arm of the instrument broke close to the hinge, on at the junction where the arm and flat face under the hinge intersect. This issue was previously evaluated and deemed valid from a design perspective. This part was manufactured prior to design changes. In response, process improvements are identified and implemented.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.